Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause could not be determined at this time. Additional: a batch review has been performed and there were no nonconformances associated with the manufacture of this device.

Event description:
The facility representative contacted baxter to report an infusor in which the reservoir ruptured during patient use at the hospital. The device was filled with fentanyl and ropivacaine hydrochloride hydrate. There was patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The explanation of the 510k number not provided was inadvertently omitted in the initial medwatch report. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.